Manufacturer narrative:
Patient information unknown. A 510k: 12 unknown screws: cortex: trauma /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal surgery was performed on (B)(6) 2017 two (2) plates and twelve (12) cortex screws were removed due to the patient having physical limitations when lifting. During the removal surgery it was reported that the screw heads stripped, making it impossible for the surgeon to remove them. A grinding tool had to be used to remove the heads of the screws. Six (6) screws were removed from the radius bone and one (1) screw from the ulna. The remaining five (5) screw shafts remain in the ulna. Both plates were also removed. The devices have been discarded and not available for return. This report is for 12 unknown screws: cortex: trauma. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: screwdriver (part/lot unknown, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is unknown if fragments were generated.